Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient lost their antenna to the patient programmer (pp). The patient reported that she needed to have the stimulator shut down because it was causing acute pain. The patient also reported that she went to the hospital and they said the device was causing pain because it was moving around inside her. The patient reported that the pain started 10 days prior to the report. The patient reported that she first went to the va last tuesday and they couldn't anything. The patient reported that this past saturday she went to ku where the device was implanted but the urologist never came down. The patient reported that she when to the va again on the day prior to the report and they said they couldn't find anything. The patient reported that someone from urology came down and came to the conclusion that it was the device. The patient reported that they were told to get the device shut down. The patient reported that they did not fall, but someone else fell and she helped them up on (B)(6) 2016. Additional information was received from the patient and it was reported that after the device was shut down, she was still hurting from her incision to her right side groin. The patient reported that it still showed 0.4 and the icon was empty. Stimulation was turned down to 0.0.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.